Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be filed. Reported to the FDA on: march 14, 2016. (B)(4)

Event description:
It was reported and depicted via photo, that a patient experienced blistering and tissue damage under the hydrocolloid and adhesive portion of the aquacel surgical hydrofiber dressing, post total knee replacement. The patient was diagnosed as having an allergic reaction and the dressing was removed, no prior history of allergies was reported.